Event description:
New information states that the right ventricular lead was explanted and replaced on (B)(6) 2018. The procedure was completed without complications. The patient was in a stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic on (B)(6) 2017 for routine follow up. Upon interrogation it was noted that the patient received an out of range impedance alert on (B)(6) 2017. The patient ignored the vibratory alert. The right ventricular lead exhibited high hv lead impedance. Lead replacement was discussed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
This supplemental report is to correct the previously reported information for the lead. The lead was not explanted but was capped.

Event description:
The rv lead was capped and replaced on (B)(6) 2018.